Event description:
It was reported that during a ptca procedure, the guide wire became stuck in a previously placed stent. The wire separated during removal and was retrieved with a snare. Pt status is listed as "okay".